Event description:
Reporter indicated high lead impedance reading were noted for a vns patient. X-rays were forwarded to the MFR for review but due to poor film quality, an assessment of the lead was not possible. Attempts to the reporter for further info are in progress.

Manufacturer narrative:
Manufacturer review of x-rays was inconclusive due to poor film quality. X-rays reviewed by the manufacturer, assessment not possible due to poor film quality. Device failure is suspected, but did not cause or contribute to a death or serious injury.